Event description:
Per the clinic, the patient developed an infection (cellulitis) at implant site on (B)(6) 2023 (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment. The patient also underwent a skin revision surgery within the same procedure in order to excise the scar tissue and fibrous connective tissue. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 11, 2023.